Event description:
It was found through and obituary that the patient had passed away for an unknown reason. A battery life calculation was performed and it was noted the patient should have still had approximately 9 years remaining at the time of the patient's death. The in-house programming history database was also reviewed which showed no anomalies which would have been related to the patient's death. The diagnostics were found to be within normal limits within the available information. The last diagnostic results were performed approximately 3 months prior to the patient's death and showed the device was working as intended at that time. The patent's long-term care facility stated that the device was "awesome" and that it really helped her seizures; however, they were unable to provide any additional information regarding the cause of death. The funeral home provided the cause of death information as stated on the death certificate which said: unknown natural causes, seizure disorder, dementia, schizophrenia, and bipolar disorder.